Event description:
Procedure & pt sex: unk. Reportedly, the cover for the shaft was missing when the device was removed from package. Another device was used to complete the surgery.

Manufacturer narrative:
During visual inspection it was noted that the blue polyestyrene overmold insulation was missing. Mfg personnel involved in the mfg process have been made aware of the incident. Mfg performs a 100% inspection on the product prior to packaging. In addition a statistical sample is verified throughout the mfg process. The eval was completed 1/4/07.